Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the legal manufacturer's final investigation. A definitive root cause was not identified for the complained device, however based on the results of the investigation, the probable cause of the "b30 error code" malfunction would likely be related to the scope and since the scope hand been sent for repair the issue was solved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer informed during follow up that the scope was the device responsible for the issue reported. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that it could not get a live video feed, and the scope picture went out with a b30 scope communication error on the light source. The customer told the technical support representative that this issue was happening with multiple scopes. The customer was in the middle of a case and could not troubleshoot at the time of the call. The issue was found during a colonoscopy procedure. The procedure was completed with the same device without procedural delay. There were no reports of patient harm.